Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. A patient had their system explanted due to ineffective stimulation was reported to abbott. During removal of right s1 part of the lead broke off and was abandoned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient was experiencing ineffective stimulation from their drg system. Surgery was undertaken on (B)(6) 2024 wherein the patient's ipg and 1 of their 2 drg leads were fully explanted. Intraoperatively part of the patient's right s1 lead broke off and was abandoned in the patient. No current plans have been made to address the abandoned lead.